Event description:
Nozzle does not work properly. Confirmed complaint: main valve plunger stem and main valve housing corroded. Repair order (B)(4). Ufmea risk for device damage is 8. From s&r: the user could not control the flow. They may start to freeze but it would not shut off.

Manufacturer narrative:
Investigation inspect returned samples. Analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on11/09/2010 under wo #(B)(4) and shipped on (B)(6) 2010. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced for worn main valves in 2016 and 2021. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. However, the unit was noted to be corroded inside the valve. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: finding the unit was slightly corroded or filthy indicates the unit was not properly maintained. Units require clean liquid nitrogen use and purged after use. Trapped moisture from condensation can cause mild corrosion and prone to blockage. The root cause is being attributed to end user error. Correction and/or corrective action. The unit was cleaned, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No training is required. Was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Nozzle does not work properly. Confirmed complaint: main valve plunger stem and main valve housing corroded. Repair order (B)(4). From s&r: the user could not control the flow. They may start to freeze but it would not shut off. (B)(4).